Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported one of the patient's scs leads had migrated and possibly fractured. A company representative met with patient for reprogramming, diagnostics revealed one lead with impedance not in normal range. X-ray taken confirmed migration of the lead. Follow up identified the patient has decided to have her scs system removed. The patient stated she was no longer in pain and had not been using the system.